Manufacturer narrative:
(B)(4) failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. It was reported that the lesion was moderately calcified which likely contributed to the reported failure to advance. It was reported that after the failed attempt to cross, the patient was sent to surgery and ultimately died. Due to the inherently serious and emergent use of the graftmaster device, the perforation itself and/or the initial failure to treat the perforation may have possibly resulted in cascade of patient effects, which may have resulted in the patients death. Death is a known adverse event of coronary stenting as listed in the graftmaster otw and rx instructions for use (IFU). Although a conclusive cause for the patient effects cannot be determined, the reported failure to advance appears to be related to the operational context of the procedure and there does not appear to be any indication of a product quality deficiency. The lot history record for this product was not reviewed and a similar incident query was not performed because the product was not returned for analysis and the part and lot numbers were not reported. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. The lot number was not identified. A follow-up will be submitted with all relevant information. Date of death has been estimated.

Event description:
Reportedly the graftmaster device was attempted to be used to treat a perforation noted post dilatation of an unknown stent; however, it failed to cross to treat the perforation located in the mid right coronary artery described as calcified. The patient was then sent for an emergent coronary artery bypass graft. The patient reportedly died one week later. No additional event or patient information was available.